Manufacturer narrative:
A visual examination of the returned device revealed that the device jaw was bent. Functionally, the jaws were able to open, but failed to close due to the bent jaw condition. The condition of the returned incident device was consistent with the complaint that the device would not close. Based on the evaluation, the unit failed to close within specification due to the bent jaw. There are controls in the manufacturing process that exist to limit product performance issues. Additionally, the dfu indicates that the device should be inspected prior to use and that excessive force should be avoided when handling the device. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during a gastroscopy procedure performed on (B)(6), 2010. According to the complainant, upon the first biopsy attempt the physician was unable to close the biopsy forceps. The device was removed successfully from the scope and the procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during a gastroscopy procedure performed on (B)(6), 2010. According to the complainant, upon the first biopsy attempt the physician was unable to close the biopsy forceps. The device was removed successfully from the scope and the procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) (won't close). The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).